Manufacturer narrative:
The device was returned for analysis. The blocked marker lumen could not be confirmed as the marker lumen was successfully flushed during returned device analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported blocked marker lumen and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device with an issue referenced is filed under a separate medwatch report number. The device was returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 5f sheath prior to a transcatheter endovascular aneurysm repair (tevar) procedure. Reportedly, a cuff miss occurred with the first proglide. The second proglide device was inserted and there was no blood flow observed from the marker lumen. It was confirmed that the proglide devices had been pre-flushed with saline prior to use. The sutures of two additional proglide devices were successfully replaced. The tevar procedure was completed and hemostasis was achieved with the successfully replaced sutures of the additional two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.